Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported stent dislodgement. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that on removal of the stylet of a 3.50 x 38 mm xience sierra stent delivery system (sds) with no reported resistance, the stent dislodged and remained attached to the stylet. The sds was not used and there was no patient involvement. A new unspecified sds was used to complete the procedure with no clinically significant delay in the procedure. No additional information was provided.